Event description:
It was reported that patient sustained a second degree burn after lightsheer treatment. Silvadene was prescribed to treat the burn.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist, concluded the probable root cause of the reported event to be debris build up on the treatment tip, as a result of insufficient cleaning by the user facility in contradiction to product labeling.